Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
During an in-clinic follow-up, noise that resulted in over-sensing and pacing inhibition was detected on the right ventricular (rv) lead on a pacemaker dependent patient. No intervention has been performed. The patient is stable and will continue to be monitored.